Event description:
The cellex machine set up prior to the patient coming for treatment. When loading the kit onto the machine, it was noted that the pump tubing around the recirculation loop was kinked. It was immediately taken off the machine and therakos was contacted.======================manufacturer response for photopheresis procedural kit, photopheresis procedural kit (per site reporter).======================awaiting response.